Event description:
The customer responded that they had no additional information regarding the event, including the type of procedure and whether the procedure was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue. Information provided in b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and evaluated. Based on the results of the investigation, the image cuts off occurred due to failure of the video connector socket. It is likely that the cause was incidental failure or handling. In addition, the following non-reportable malfunctions were found during the device evaluation: poor appearance of the front panel, and software update needed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been received at an olympus service center for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, the image cut out. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.